Event description:
Information received by medtronic indicated that the insulin pump had crack on the back along battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2021. Pump received with an intermittently response from all buttons due to moisture damage to keypad traces. The pump passed the displacement test, self test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing overlay and scratched case. Electronic assemblies were inspected, no anomalies noted. Customer returned pump due to a crack at the back of the pump. Scratched case and pillowing overlay confirmed during visual inspection. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.